Event description:
It was reported that the buttons were unresponsive. The blood glucose reading was 8.0mmol/l. Troubleshooting was performed, and the customer stated that an alarm occurred during the time the buttons were not responding. Instructed the customer to remove the battery and to insert a new battery, but the frozen display continued and the time clock was not advancing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No frozen screen or unexpected alarn anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.